Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/08/2014 with the following findings: the keypad was found to be fully intact; there was no damage observed. During testing, the up arrow and down arrow keypad buttons were found to be intermittently unresponsive; the ok and contrast buttons responded appropriately. The keypad cover was removed and contamination was found under the up arrow, down arrow, and contrast key contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow and down arrow keypad buttons were intermittenlty unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.